Event description:
It was reported that the patient stated that the unit failed and caused them to fall and become hospitalized. During troubleshooting, it was discovered that the unit had a system hot message. The patient also stated that the unit had been dropped previously. Additional information related to the hospitalization could not be obtained as the inogen team attempted to contact the patient 3 times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 17-apr-2026. The unit came in for user abused. The complaint wasn't confirmed. However, the data log shows multiple temperature errors. This is possibly caused by blocked vents on the unit. Housing was replaced due to the cosmetic issue. The data log shows battery low errors. This means the patient runs the unit on low battery. Unit works fine with a good battery.